Manufacturer narrative:
Onsite investigation was preformed on 4/27/2017, and the field representative suspected that the system computer caused the reported event. Replacement of the computer resolved the issue. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. The computer was returned to the manufacturer for analysis. During investigation, the computer boots normally to the application screen. No errors were found with seatools long test and memtest86. The computer passed testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Site representative declined to provide patient information. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  Trouble-shooting resolved the reported issue at the time of the event. No parts were replaced. No parts have been received by manufacturer for analysis. Issue resolved at time of trouble-shooting.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure, the site's navigation system experienced a booting issue. The navigation system started booting, but became unresponsive at "bios" screen. After the fourth re-boot, the navigation system booted-up normally and normal function was restored. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.